Event description:
Customer reported that he had high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 326 mg/dl at the time of emergency room visit. Customer stated that his reservoir was leaking the insulin was pouring out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronic assembly. It was unable to perform the displacement, basic occlusion, occlusion, prime, and no delivery tests due to motor error. Unit had scratched display window. Please see also MFR report number 3004209178-2014-82779.